Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): the eri is the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device battery voltage was measured as 2.58v, but the device was not displaying elective replacement indicators (eri). It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device battery voltage was measured as 2.58v, but the device was not displaying elective replacement indicators (eri). The device is still in use. No patient complications have been reported as a result of this event.